Manufacturer narrative:
(B)(4). Unit received with a completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed the unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. No motor error alarm was noted. Motor passed motor test. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and no delivery alarm. Blood glucose level at the time of the incident was 96 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields but the drive support cap appears burnt . Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.